Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: there were no black box findings pertinent to the reported event. The threads of the battery compartment and cap were free of damage. Unrelated to the reported event, the battery compartment was observed to be cracked from the grip pad to the case seal; however, no evidence of moisture damage was found inside of the battery compartment or on the battery cap. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.